Event description:
After the use of the device for a cardiopulmonary bypass procedure, the user reported the heart lung console would not power down successfully. When the use goes to power down, a rectangular block appears in the middle of the screen not prompting the user to shut down the unit. Since the event occurred after a cardiopulmonary bypass procedure, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.